Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) stuck in the teflon sheath during insertion. There was no reported pt death or injuries. Medical/surgical intervention was not required. There were no reported pt complications. The pt's outcome is listed as "good".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.